Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported that the insulin pump had cracks on the screen in the bottom left and top right corner. The customer's blood glucose was 210 mg/dl. He was not aware of how the damage occurred. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.